Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose at the time of incident was 547 mg/dl. The auto mode status was unknown. No further complication was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.